Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has, "two devices from this company and they don't work." The patient also reported being in pain the day the implantable cardiac monitor (icm) was implanted. The icm remains in use, along with the implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.